Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Following moderate sedation, the left groin was infiltrated with 10-15cc of 1% lidocaine. The left common femoral artery (cfa) was cannulated using the modified seldinger technique with the micropuncture needle under fluoroscopic guidance. A 5 fr short sheath was placed. A 0.035 wholey wire was positioned in the abdominal aorta. A 5fr non-medtronic (omniflush) catheter was advanced into the distal abdominal aorta over the wholey wire. An angiogram was obtained. The wholey wire was then advanced into the distal right cfa. The 5fr non-medtronic (omniflush) catheter was advanced over the wholey wire and positioned in the proximal right cfa. Right lower extremity angiogram was performed. A 260cm, 7cm soft tip, 0.035 non-medtronic (boston scientific super stiff amplatz) wire was positioned in the right mid superficial femoral artery (sfa). The non-medtronic (omniflush) catheter and 5fr sheath were removed and exchanged for a 7fr non-medtronic (pinnacle destination terumo) sheath which was positioned in the proximal right cfa. An angled trailblazer transit catheter was then positioned in the mid right sfa over the non-medtronic (boston scientific) wire. Using fluoroscopic guidance, the heavily calcified popliteal artery calcified popliteal artery calcified chronic total occlusion (cto) was crossed using the angled trailblazer transcatheter and the stiff angled glidewire. No catheter was successful in passing through the calcified cto (including an angled trailblazer and straight tip 0.035 trailblazer). A non-medtronic (bs ¿ charger) balloon was advanced into the cto and positioned in the distal right popliteal artery. A stiff angled guidewire was removed. A selective infrapopliteal angiogram was obtained. A non-medtronic (bs ¿ amplatz) wire was placed in the tibioperoneal trunk. Sequential balloon angioplasty was then performed using a non-medtronic (bs charger) balloon and an in.pact admiral drug coated balloon (dcb). A single inflation was applied to the in.pact admiral dcb to a pressure of 8atm for 180 seconds. A chocolate balloon was also used for dilation. Multiple inflations were applied. An angiogram then showed a type c dissection in the mid segment of the right popliteal artery. Using a trailblazer transit catheter, the non-medtronic (bs amplatz) wire was exchanged for a non-medtronic (grandslam) wire which was positioned in the distal segment of the right peroneal artery. A non-medtronic (supera) stent was deployed in the right mid popliteal artery. Post-dilation was carried out using a non-medtronic (sterling) balloon. A 6mm spider fx was then deployed into the distal segment of the right sfa. Full quadrant directional atherectomy was then carried out using a hawkone device. Angioplasty was carried out using a chocolate balloon. This was then followed with angioplasty with an in.pact admiral dcb. Drug coated balloon was inflated to 10atm for 180 seconds. Angiograms showed 40-50% eccentric residual stenosis involving the heavily calcified right cfa. No stenting was carried out. An angiogram of the spider filter revealed moderate filling defects. The spider fx was retrieved. Using a wholey wire, the 0.035 straight-tip trailblazer transcatheter was then positioned in the mid right popliteal artery. Popliteal and infrapopliteal angiograms of the right lower extremity showed a residual 70-80% irregular heavily calcified stenosis involving the distal segment of the right popliteal artery which continued to involve the tibioperoneal trunk and a subtotal calcified lesion involving the proximal peroneal artery. Under fluoroscopy guidance, the non-medtronic (grandslam) wire was then positioned in the distal segment of the right peroneal artery. Multiple attempts of passing the hawkone and turbohawk devices into the distal tight popliteal artery/tibioperoneal trunk were unsuccessful. Physician then decided to perform rotational atherectomy using non-medtronic devices. 3 runs of rotational atherectomy were performed. Balloon angioplasty was then carried out using a chocolate balloon with multiple inflation applied for the right tibioperoneal trunk/proximal peroneal artery. A 4x80mm in.pact dcb angioplasty was then carried out for the distal right popliteal artery. Balloon was inflated to a max pressure of 8atm for a duration of 180 seconds. Repeated angiograms at this stage revealed that there was a patent lumen in the right distal popliteal artery/tibioperoneal trunk/peroneal arteries. There was residual stenosis of 30% severity. At this point, there was very slow flow in the right anterior tibial artery. It appeared there must have been some plaque thromboembolisation with spasm into the right anterior tibial artery. As the patient has one-vessel runoff to the foot via the right anterior tibial artery, the decision was made to intervene in the right anterior tibial artery. The non-medtronic (grandlsam) wire was exchanged for a non-medtronic (fielder fc) wire using the trailblazer transit catheter. The fielder wire was then positioned into the right distal anterior tibial artery. The trailblazer was removed. Balloon angioplasty of the proximal right anterior tibial artery was performed using a nanocross which was inflated multiple times for dilation as initial attempts of advancing a chocolate balloon was unsuccessful. Final angiograms show foot was preserved. A trailblazer catheter was positioned in the right distal popliteal artery. A pressure gradient pullback was performed across the entire right femoropopliteal arterial segment. The patient was asymptomatic with stable vital signs leaving the cath lab.